Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was stuck in the prime/rewind process. The customer stated that when the reservoir was removed, the reservoir compartment was wet and insulin was dripping out. The customer also stated that she was experiencing elevated blood glucose levels of 409 mg/dl. Nothing further was reported.